Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was seen in the office stating the therapy wasn¿t working, their symptoms returned. The lead was checked with the clinician programmer and it showed high impedance, so a lead revision was scheduled. The rep also checked impedance and battery longevity prior to surgery and it showed high impedances and the battery longevity was over 5 years. When in surgery and the battery pocket was opened the lead was not intact with the battery. The healthcare provider tested the lead with good responses on all 4 electrodes and placement was verified with an x-ray. The lead was reconnected to the battery with clicks from a screwdriver audibly. After the battery was placed back internally, the impedance and battery were checked and were good. It was unknown what may have led to the issue. The issue was reported to be resolved at the time of the report. No further complications were reported.